Manufacturer narrative:
Correction on; box b: from adverse event/required intervention to both/other box h: from product problem to serious injury grid: patient outcome from (B)(4) to (B)(4) health impact: from (B)(4) to (B)(4) evaluation m.c.: from (B)(4) to (B)(4) evaluation r.c.: from (B)(4) to (B)(4) conclusion c: from (B)(4) to (B)(4) recall (z) number (rfb): from res 88058 to z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.